Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was out running, it was hot and humid and the sensor fell off. Customer stated that the next time she double taped it and it also started to come off. The customer's blood glucose was low at 47 mg/dl. She treated by eating. The customer was advised about skin care and taping recommendations and a tape kit would be sent.